Event description:
Pt was admitted to hospital with a blood glucose level of 636 mg/dl. She admitted that she had forgotten to put the piston rod into the insulin infusion pump when she changed her cartridge. This meant the pump was unable to infuse insulin. The doctor attributed her actions to the post kidney implant medications.